Event description:
It was reported that pt was temporarily paced after op on ICU. (Demand v-pacing) ECG from pt monitor was slaved. Autopilot used peak and pattern trigger. Inflation was mostly too late. Skin ECG was used. Pump started doppler trigger. Arterial pressure-fiber optic sensor trigger was selected in operator mode. ECG was replaced, & autopilot was tried again. Still, problems with mistriggering & doppler trigger occurred. Another brand pump was used with ECG trigger; no further problems encountered. No reported patient complications. The pump was in use for one day prior to event. The device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.